Manufacturer narrative:
The device was returned for analysis. The reported guide break was confirmed. The reported difficult to insert and device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, force was used to remove the device. Per the instructions for use (IFU), do not advance or withdraw the perclose proglide device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. The investigation determined the reported difficulties and subsequent treatment appear to be related to challenging anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to a diagnostic left artery catheterization and angiogram procedure. Reportedly, the proglide device could not get through the very tight artery. Because of the challenging anatomy with scar tissue and plaque, the device was not used and attempted to be removed by pulling hard; however, the device was stuck. A cut down of the skin was performed and the device was removed. The device was found to be broken yet held together with the actuator wire. A 7f sheath was inserted while the patient was sent to the operating room to complete surgical closure. There was a reported clinically significant delay in the procedure and hospitalization was prolonged. No additional information was provided.

Manufacturer narrative:
Medical device problem code 2017 ¿ against resistance. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.